Event description:
It was reported that the device was used during a total colectomy. During the ileorectal anastomosis with the device, there was a total opening of the staple line and the anastomosis opened completely. There was no thickening of the rectal wall and any other change to explain the incident. Another device was used to complete the case which was performed with success. There was no adverse consequence to the patient.

Event description:
Additional information was requested on (B)(6) 2010 and (B)(6) 2011 and no response has been received.

Manufacturer narrative:
(B)(4). The analysis results found that the device arrived in good visual condition. The breakaway washer was present and cut and there were no staples present, indicating that the device achieved a full firing stroke. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. A batch record review was performed and no anomalies were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.